Event description:
Physician reported his observation of crystallization in an implanted intraocular lens. Pt experienced gradually decreasing visual acuity and glare. MFR recently became aware of the event through a draft publication.